Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch2 ultra meter was displaying the low battery message. This message indicates that the meter battery must be replaced now. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (unspecified year and time). The patient informed the cca that she manages her diabetes with insulin (no adjustments). It is unclear in the documentation if the patient took action regarding her diabetes management routine at the time the alleged issue began. The patient claimed she became shaky, dizzy, weak, and sweaty, approximately ½ an hour to 45 minutes after the alleged issue began. In response to the symptoms, the patient claimed she ate more food and/or drink immediately after. It is not known if the patient tested on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca was able to verify there was no misused of the subject meter and that the meter had not been used the first time. The cca confirmed the subject meter required a new battery replacement; however the patient did not have one at the time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.